Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca) procedure, dissection occurred. The target lesion was located in the first obtuse marginal (om1) of the left circumflex artery (lcx). The lesion was was crossed with a non bsc guide wire and dilated with an unspecified balloon. A 3.00x20mm promus element stent delivery system (sds) was then advanced to the om1 lesion. After deploying the promus element stent, the physician observed a dissection at the lcx branch. The dissection was treated by covering it with a 2.50x12mm promus element stent. The procedure was completed with no additional patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).